Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the patient had not been in the office since 3-11-2015. It was reported that the issues of the device not working were occurring at that time, after their remote was replaced. However, it was also reported that the patient declined offer to replace "generator" because of lack of lower extremity radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported requested MRI compatibility guidelines for an issue unrelated to a problem with device or therapy. The caller reported the implantable neurostimulator (ins) is off and not working anymore. No patient symptoms were reported. The indication for implant was failed back surgery syndrome.